Manufacturer narrative:
No adverse trend has been identified for this issue. The quality records indicate that these components met all requirements to perform as intended. Visual inspection: inspection of the cone surface: on the surface of the cone, primary metal traces which were greyish in colour and reflecting the taper surface structure were found. Also visible on all major fragments were primary traces reddish in colour. Those traces were not distributed homogeneously on the cone surface. Strong secondary metal traces were found, and almost on all fragments along the fracture edges. The bottom of the cone showed rest of dried blood, most probably coming from the primary surgery. Inspection of the fracture surfaces: fracture surfaces were found free of pores and inclusions. The edges of the fracture surfaces were found to be rounded and chipped. Some fragments were strongly worn out, indicating that a relative long time passed between the implant fracture and the revision surgery. Inspection of the articulating surface: the articulating surface showed no visible defects: no trace of wear, no cracks, no scratches. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).

Event description:
It was reported that the pt was implanted with a sulox head. Date of implantation was not reported. At an identified time, the pt was suffering from pain and an x-ray performed showed a broken ceramic head. Due to pain and the broken head, the pt underwent revision surgery on (B)(6) 2011. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has been reported to FDA retrospectively.